Event description:
It was reported a patient was implanted with a t2-ilium posterior spinal fusion on (B)(6) 2013 due to osteomyelitis that had caused significant instability and kyphosis primarily in lumbar spine. The patient was instrumented with uss dual opening screws and several uss variable angle screws. The surgeon also performed a l3 pedicle subtraction osteotomy to reduce the kyphosis. The patient returned to the surgeon on an unknown date after having heard a pop while standing, in (B)(6). The surgeon observed in imaging studies that bilaterally the rods had broken at the l4-l5 level, and there was a non-union. On (B)(6) 2013, the patient returned to the operating room for revision. The rods were cut insitu above the t10 pedicle screws; nuts and collars caudal to t9 screws, removed the rods caudal to the t10 screws, and bent new rods to be connected to the existing rods from t2-t9. The surgeon then replaced an unknown number of screws that were loose in the bone with a larger diameter screw from t10-ilium. The new rods were connected to the existing rods using parallel connectors. New nuts and collars were placed on the uss dual opening and uss variable angle screws to secure the rods. The surgery was successfully completed. This is report 5 of 8 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
Consultant reported patient underwent a t2-ilium posterior spinal fusion on (B)(6) 2013 due to osteomyelitis that had caused significant instability and kyphosis primarily in lumbar spine. Patient was instrumented with uss dual opening screws and several uss variable angle screws. Surgeon also performed a l3 pedicle subtraction osteotomy to reduce the kyphosis. The patient returned to the surgeon on an unknown date after having heard a "pop while standing" in september. Surgeon observed in imaging studies that bilaterally the rods had broken at the l4-l5 level, and there was a non-union. On (B)(6) 2013, patient was returned to the operating room for revision. Rods were cut insitu above the t10 pedicle screws; nuts and collars were removed caudal to t9 screws, removed the rods caudal to the t10 screws, and bent new rods to be connected to the existing rods from t2-t9. Surgeon then replaced unknown number of screws that were loose in the bone,with a larger diameter screw from t10-ilium. The new rods were connected to the existing rods using parallel connectors. New nuts and collars were placed on the uss dual opening and uss variable angle screws to secure the rods. Surgery was successfully completed. Quantity of screw unknown.

Manufacturer narrative:
Device is used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.